Event description:
It was reported the system cut out. This was likely a lock up situation that was resolved by rebooting the system. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.